Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that in the beginning the patient was very happy with the new ins and lead. On (B)(4) 2018 the patient had feelings of pain and pressure in the lower back area on the right side when giving power to the ins above 4 volts. A factor that may have contributed to the event was it looked like there was a little bit damage to the lead or perhaps it was a little bit broken. The patient stated that they never had a fall or made any strange movement that could have caused the lead to break. Troubleshooting was performed. In the operating room anicision was made to look at perhaps fluid in the ins region, but there was no fluid and after impedance measurements there was nothing strange. After the lead was connected to an external neurostimulator (ens) with a multi-lead trialing cable (mltc), the patient still felt pain and pressure in the lower back above 4 volts. At the end the surgeon decided to implant a new lead and after testing the patient felt no pain or pressure anymore above 4 volts. Only the lead was replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3. Device analysis for lead va1h41c030 revealed the lead body braid wire was broken 20.0 cm from the distal end. H6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.